Event description:
Monitor came in to MFR (corometrics) for service/repair for the complaint symptom of electrocardiogram and respiration not working", meaning that the monitor was unable to detect these parameters. MFR has identified all models and serial numbers of this monitor type known to contain a specific vendor battery (eagle picher) previously determined by the monitor MFR of having the potential to leak causing corrosive damage to the internal components of the monitor. This specific monitor from a list of monitors containing this specific battery (part number 400069) from eagle picher. Monitor was opened in the factory service dept, and was confirmed to contain this specific battery. Corrosion was confirmed.